Event description:
It was reported that during a right internal carotid stenting procedure, while attempting to deploy the stent, the physician experienced difficulty turning the wheel. The stent was partially deployed in a mildly calcified and minimally tortuous vessel. The physician decided to stop attempting to deploy the stent and was able to remove the stent delivery system with the partially deployed stent attached and intact. Upon examination of the stent, it appeared to be twisted upon itself. A second stent was placed. Additionally, during the procedure, the patient experienced hypotension resolving the next day and bradycardia which resolved the day of the procedure. The patient was discharged one day post procedure. There is no additional information available. Studey event.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.